Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display and insulin flow blocked alarm. The blood glucose of the customer at the time of incident was unknown. The top portion of the display screen of the insulin pump was visible but the bottom portion as not visible the customer was bleeding when they inserted the sensor. The customer declined the troubleshooting for blood loss and insulin flow blocked alarm. The insulin pump will not be returned for analysis.